Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: sharp edge on radius with stress marks assessed as surgical impact opening, striated edge on anterior due to surgical damage. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on radius with stress marks assessed as surgical impact opening and striated edge on anterior due to surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.